Manufacturer narrative:
Analysis found that the motor was noisy and faulty. The connector has dent. The device failed hi-pot test. The temperature test results were: front bearing : 93.9f, motor : 88.3f, rear bearing : 85.3f, ambient : 75.6 which is passing. The customer's complaint of overheating could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was not working. The handpiece was making noise and heating prior the procedure. There was no patient involvement.